Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. When aspirating, the air was pulled out, and the physcian stopped using it because they were concerned about the loosening of the hemostatic valve. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. When aspirating, the air was pulled out, and the physician stopped using it because they were concerned about the loosening of the hemostatic valve. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.